Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot#: unknown, product type: lead. Product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported pain neurostimulation complications. There was pain and burning sensation in lead implantation place. Factors that may have led or contributed to the issue remain unknown. There was troubleshooting with the patient two months after lead and implantable neurostimulator (ins) replacement. No actions were taken to resolve the issue. The issue was not resolved. It was unknown if a surgical intervention occurred.

Manufacturer narrative:
H2. Correction: upon further review, the ins serial number was known. Section d was updated accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was noted that this patient was one of two, a married couple that had been treated with the manufacturer's pain stimulators for many years. The patient's first spinal cord stimulator (scs) implant was around ten years prior to (B)(6), with a primary cell ins and four contact leads. A few years after, the battery was depleted and replaced with a different model primary cell ins. During 2019, the ins battery needed to be replaced again. They waited for several months for the ins replacement surgery and qualified for it at the beginning of 2020. The operation was carried out on (B)(6), . The attending physician decided to replace both the ins and leads. The old systems were removed for the replacement with a new model primary cell ins and a 16 contact surgical lead. The ins was started and programmed by the physician on (B)(6), , and the patient returned home. The manufacturer had its first contact with the patient several weeks after surgery. The rep received information that the patient didn't receive a patient programmer in the hospital after the surgery. In addition, the patient's wife informed the rep that the setting of the patient's ins were much worse than before and there was no therapeutic effect. In addition, ongoing post-operative pain was mentioned. The rep contacted the hospital where the patient was operated on and the neurosurgeons confirmed that the patient did not receive a patient programmer. In the opinion of the doctors, the patient was not able to properly control the settings of their ins so the doctors were not going to give them a programmer, and also the recovery was going well. During the next phone contact, the patient informed the rep about general dissatisfaction with hospital care, replacement of the leads against the patient's will and opinion, fatal therapeutic effects, fatal device settings, and pain and burning sensation in the lead implantation place. In the days and next steps, the rep tried to arrange a meeting at the hospital between the patient, the attending physician, and the rep. The rep first wanted to check the settings of the ins and possibly make corrections especially because such intervention was urged by the patient. Due to the ongoing covid-19 crisis, the meeting occurred (B)(6), . The rep checked the settings of the ins the programmed the device with new parameters while in the hospital in the presence of a neurosurgeon. The feedback the rep received from the attending physician was that on the medical side, everything was fine. Recovery after the surgery was correct, and they did not intend to give the patient a patient programmer. The physician believed all the patient's actions were aimed at forcing the receipt of a patient programmer. The neurosurgery department does not plan on any additional actions or interventions. The feedback the rep received from the patient during by phone the evening after the reprogramming on (B)(6), , and again a few days prior to (B)(6), was that after changing the settings, pain was much smaller, the neurostimulator therapy worked, and the pain and burning sensation subsided. As of (B)(6), the patient did not report any irregularities in the operation of the device. The feedback from the rep was that these were better ins performance parameters with better therapy effects. In the r ep's opinion, postoperative settings were not correct and perhaps too high as well, and the patient being without a patient programmer had no way to correct this. The rep noted that this absolutely could cause discomfort and the other symptoms of the patient. In addition, the current epidemiology situation and the reluctance of the doctors from the hospital to make further contact with the patient made it difficult to check the equipment and correct it if necessary. It was noted that the serial number of the lead was not known. No further complications were anticipated.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown, ubd: , UDI#: , implanted: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.